Event description:
It was reported that during a laparoscopic sleeve procedure, on the first firing with green reload, the surgeon reported the distal staples from the reload did not look properly formed. The surgeon oversewed the staple line. The surgeon checked for obstruction before case completed with a bougie. Day after the surgery, the patient is presenting signs of obstruction. Patient under observation for obstruction. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested but unavailable: were the not properly formed staples noticed on the sleeve side or remnant side? Was buttressing material used? How close to the bougie was the firing? Were any issues noted on previous firings? How is the patient being treated? What is the current patient status?